Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the post operation check up the right ventricular (rv) lead exhibited loss of capture (loc) at max output and patient had chest pain during movement. The physician elected to reprogram the device. An echocardiogram revealed a micro-dislodgement and the physician revised the lead. The lead remains in service. No adverse patient effects were reported.